Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in hospital for an unrelated procedure, infection was noted. The pocket was filled with fluid, and the physician elected to explant the entire system. A new system was implanted on (B)(6) 2018 after the infection was cleared. Patient was stable throughout the event.

Manufacturer narrative:
A partial lead measuring 49.1 cm from the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.